Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) in all programmed configurations. An invasive procedure was performed. The lead was successfully repositioned and capture was regained. Subsequently, it was reported that two days later the lead again exhibited loc. A revision procedure was performed. During the revision procedure, the lead was observed to have dislodged. The lead was capped and surgically abandoned and the patient was implanted with an epicardial lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.